Event description:
It was reported in a service report the stepped inserts were worn and the patient right latch bar were sticking at the head end bracket. No adverse consequences alleged.

Manufacturer narrative:
The stepped inserts were worn and the patient right latch bar were sticking at the head end bracket.